Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a patient treated with a solitaire platinum device had severe stenosis of the lower basilar artery. After intraoperative thrombectomy with solitaire thrombectomy stent, manual push angiography showed recovery of basilar artery blood flow, severe stenosis in the lower segment of the basilar artery emergency balloon dilatation and trek the 2.0 x 15 mm balloon was carefully reached to the stenosis along the micro guide wire, and the stenosis was dilated at 6.0 atm the stenosis was improved by pulling back the manual push angiography. After 10 minutes of observation, the manual push angiography again showed that the basilar artery blood was significantly weakened, and the right posterior cerebral artery was not developed the 3.0 x 13 mm balloon dilated stent reached the stenosis and was released. The blood flow was unobtrusive, and the bilateral posterior cerebral artery was clearly visualized. No bleeding was observed on the intraoperative plate CT. Nihss score: 29, mrs score: 0. Serious adverse event not related to procedure, product or therapy. The event resolved on (B)(6) 2022. The patient was being treated for a clot in the basilar artery left hemisphere. Pre-procedure mtici score: 0. Final post-procedure mtici score: 3.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported the baseline clot locations was corrected from left hemisphere to midline. The patient was not hospitalized. The subject¿s nihss decreased from a pre procedure score of 29 to 24 at discharge. The site has not confirmed any symptoms associated with the event. The site has assessed the stenosis as not related to the solitaire stent retriever, rebar 27 microcatheter, disease under study, or an underlying condition or disease.